Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The location of the target lesion was unspecified. A 3.00mm x 20mm fg emerge mr balloon catheter was selected to treat the target lesion. During the first inflation, the balloon ruptured at 6 atmospheres. The balloon was successfully removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the emerge catheter was received inside an emerge product pouch and shelf box. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 1mm from the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The location of the target lesion was unspecified. A 3.00mm x 20mm fg emerge mr balloon catheter was selected to treat the target lesion. During the first inflation, the balloon ruptured at 6 atmospheres. The balloon was successfully removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.